Event description:
A (B)(6) male patient called zoll customer support to report that his monitor displayed a service code 108 and then wouldn't power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 108, will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the c/ a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from sever impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective components. The patient received a replacement monitor.